Manufacturer narrative:
Event date: the patient experienced peritonitis on an unreported date in 2016 reported as ¿about 2 months ago¿. Initial reporter¿s telephone number is (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, stomach ache and cloudy pd effluent. The cause of peritonitis was not reported. On unreported date(s), the patient was hospitalized for the peritonitis and the patient began treatment for the event with an unspecified anti-inflammation intravenous infusion (dose and frequency was not reported). Dianeal therapy was ongoing during treatment and ongoing at the time of this report. Ten days after being admitted, the patient was discharged from the hospital. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. No additional information is available.